Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No blank display was noted. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and button error from the insulin pump. The customer's blood glucose level was 421 mg/dl. The customer stated that the buttons do not work and the pump beeped after alarm check. The customer stated that there was a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer will be sent a replacement pump.